Event description:
Customer was using the unit to process instruments. The unit was in cycle when the customer noticed smoke coming from the unit. The unit shut off by itself. The customer called biomed. The smell of smoke was perceptible throughout the facility but did not set off the fire alarm. There was significant damage to the contactor box internal components. The cause of the problem could not be ascertained at this point. There were no loose wires going to the fuse block that was the source of the damage. There was no problem found with the heater elements. The fuse on the facility main disconnect was blown. Pictures of the damage were sent to engineering.

Manufacturer narrative:
The cause of the problem could not be ascertained at this point. There were no loose wires going to the fuse block that was the source of the damage. There was no problem found with the heater elements. The fuse on the facility main disconnect was blown. Pictures of the damage were sent to engineering. The unit was not under steris maintenance contract but was covered by aramark cts. Equipment in good working orders prior to incident and was last serviced in 2007. Labels on unit are not pertinent to incident and are all in place. Per conference call between sales, engineering, service, and mfg, unit will be replaced and core will be sent to mfg for investigation of problem.